Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.